Event description:
Caller reported that the pump battery was depleting too quickly but did not result in a pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.